Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital after receiving multiple inappropriate shocks and anti-tachycardia pacing (atp) due to lead noise oversensing. Programming changes were made. Patient was stable.